Event description:
It is reported that the patient experienced a burning sensation on the outside lower leg.

Manufacturer narrative:
Evaluation summary: in general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history, rehabilitation protocol and adherence thereto is unknown. It is likely that the patient's pre-existing medical condition contributed to the event described, however, this cannot be stated conclusively. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.